Event description:
It was reported that the customer's tandem mobi pump battery would not charge. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer to connect the wall adapter to a known working outlet and leave it plugged in for at least 30 minutes to initiate charging, with plans to follow up. However, after two unsuccessful follow-up attempts via email and phone, technical support closed the case due to a lack of response from the customer.